Event description:
The following has been reported: I have a pump (B)(6) that is sitting here telling me that the tubing set is misloaded. We've unloaded and loaded several different sets and keep getting the same error. An initial review of the device logs reveals the following: mechanical hardware failure (av spring cage). An active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
Pump was returned for evaluation. The complaint could not be confirmed, device returned for tubing set misloaded issues. Device was able to pass final acceptance testing. Device was opened to have spring cage visually inspected with no observed issues. Device will be put through all functional testing before being sent back out.